Event description:
A malfunction alarm labeled malf 9 was reported. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer received assistance from technical support in resetting the pump, which successfully resolved the issue, and they were advised to continue using the pump. The customer acknowledged the instructions and agreed to report any recurrence of the malfunction.